Event description:
Subsequent to the initial report, an additional prostyle was returned. It was noted that the lever appeared to have been opened as the link was loose. Reportedly, the device was used in the patient anatomy; however, there was no reported issue with the device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the device was deployed although no blood flow observed from marker lumen. It should be noted that the electronic prostyle instructions for use (eifu), states: do not open the foot if "mark" is not observed from marker lumen. In this case, based on the reported information, the IFU violation did not contribute to the reported difficulties; therefore a notification letter will not be required. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to marker lumen blockage/no pulsatile flow from the marker lumen, include, but not limited to, manufacturing, low blood pressure, a blood clot, tissue interference, under insertion/the marker port not being in the arterial lumen, improper insertion angle/the marker port against the patient artery or a small patient vessel diameter. The needle to cuff miss possibly occurred due to interaction with patient anatomy or inability to maintain position/stability of the device during deployment. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated. D9 - device available for evaluation: updated from yes to no.

Manufacturer narrative:
Medical device problem code 2017 clarifier: failure to follow steps / instructions manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of bilateral common femoral arteries using the pre-close technique via a 5f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, there was no blood flow from the marker lumen of the prostyle device when the device was positioned in the right common femoral artery (rcfa). The device was still deployed and then a cuff miss [suture retrieval issue] was noticed. The sutures of two new prostyle devices were successfully pre-placed in the rcfa. The sutures of two prostyle devices were also successfully pre-placed in the left common femoral artery (lcfa). The sheath was upsized to a 16f sheath and the aaa interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures at both access sites. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.